Event description:
Cuffed tracheal tube became kinked during a craniotomy. There was an increase in airway pressure and a temporary drop in blood pressure. The sterile surgical field was broken and the pt was reintubated with a new endotracheal tube. The pt was in a supine position when the tube became kinked. Anesthesia providers were an anesthesiologist and crna (not rptr).